Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A field service engineer (fse) visited the site to evaluate the device and the customer's allegation was confirmed. The debris was caused by deterioration of various disinfectant hoses. Based on the results of the investigation, the foreign debris in the reprocessing basin was most likely cause by deterioration of the disinfectant hoses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor has black debris in the cleaning tub. The issue occurred during reprocessing with no reports of patient involvement.